Event description:
It was reported that during a thyroid procedure, the tissue pad melted off and the patient received a burn received a burn to the esophagus. The severity of the burn was not indicated. Unk how case was completed.

Manufacturer narrative:
Information anticipated, but unavailable at this time.